Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection did not confirm the reported condition of unknown particles in the container. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were found inside an all-in-one empty eva container before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Request for the return of the device has been made. A supplemental report will be submitted if additional relevant information becomes available.